Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing an alarm. It was discovered that an alert had triggered because left ventricular (lv) lead impedance had exceeded the programmed alert threshold. Follow up yielded no further information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.